Event description:
It was reported that the patient presented to the emergency department due to dizziness. A transmission noted the implantable cardioverter defibrillator (ICD) device was at end of life (eol) status and there was a warning for the charge circuit inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.